Event description:
It was reported that the handpiece leaks an oil-like substance from the front part of the saw. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not been returned to the manufacturer for investigation based on this event. A product return was requested, but the product is not available. The reported event of the device causing a leaking condition during usage cannot be confirmed without the product being available for evaluation. A follow-up report will be submitted after a quality investigation is completed if the product becomes available.